Manufacturer narrative:
(B)(4). The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. No device problem found. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error (line number 72 file number 1) and pump error alarms due to a software error. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose level was 214 mg/dl at the time of the call. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer was perform a self test and the test passed. Customer again performed the self test and the test result was insulin pump error occurred. Customer troubleshooting was performed. The insulin pump will be returned for analysis.